Event description:
During the repair of umbilical hernia, the echo ps position system ventralight mesh was used. The patient went home and was called back the next day as the surgeon suspected it was not removed. This balloon is not detectable on any imaging including x-ray, CT, or MRI. An exploratory surgery needed to be performed. The balloon portion was left inside the patient. If there was an imaging marker on the patient would have been taken imaging and not directly to surgery. FDA safety report ID # (B)(4).